Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that electrical connections within the imaging system were loose and reseating them restored functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a generator error and that there was no kvp output. There was no patient present when this issue was identified. No additional information was provided.